Event description:
It was reported that during an atherectomy procedure, the dca device was advanced into a mid lad lesion. Reportedly, the vessel size was about 3 mm in diameter angiographically with heavy calcification. The right coronary artery was totally occluded and was being filled with collaterals from the lad and cx vessels. Apparently, there was difficulty reaching the lesion, but eventually the lesion was crossed and the device was inflated. When the cutter was started and advanced, it froze up on the guide wire. The devices were removed as a system. During this procedure, the vessel exhibited a large spiral dissection and two stents were placed to repair the dissection. Reportedly, the stents did not completely treat the dissection and left a large mid-lad dissection. The patient returned to the cath lab twice to document the dissection and another attempt was made to treat the dissection with the third procedure. Reportedly, the patient died at some point during the post-operative hospital stay. The reason for death is not known and cannot be linked to the dca device at this time.